Manufacturer narrative:
(B)(4). (UDI): n/a. Catalog #: unknown, humeral head, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02881.

Event description:
It was reported that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. X-rays reviewed show joint dislocation. Attempts have been made and there is no additional information available at this time.

Manufacturer narrative:
(B)(4). D11 - unknown humeral stem. Reported event was considered confirmed from the x-rays provided which showed on the axillary view dislocation of the shoulder arthroplasty. No fracture is identified. Also, osteolysis along the glenoid implant and along the proximal humeral implant. Bone quality is osteopenic. There is advanced arthrosis of the acromioclavicular joint and prominent subacromial spurring. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-04347.

Event description:
No further event information available at the time of this report.